Event description:
Eggnell uterine aspirator was used to assist during vaginal delivery. It was used for approximately 1 hour along with fundal pressure. At birth, infant was noted to have sustained bleeding under scalp that required blood transfusion. Infant was transferred to dallas hospital for follow-up care. Device was evaluated and found to be operational within specificationsdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.